Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was loss of capture, increased pacing impedance and some episodes of noise noted on the right ventricular (rv) lead. A lead revision procedure is anticipated but has not occurred yet. The patient was in stable condition. Further information was requested but none received.

Event description:
New information was received that the right ventricular lead was capped and replaced to resolve the event. The patient remained in stable condition.

Event description:
It was reported that there was also some insulation lead damage due to clavicular crush confirmed with imaging on the right atrial ( ra) lead that was the cause of the noise, increased pacing impedance and loss of capture. The patient was stable throughout the event.